Manufacturer narrative:
Product not returned to manufacturer.

Event description:
Doctor reported that the iunihg screw loosened and was retightened.

Manufacturer narrative:
Zimmer biomet complaint # (B)(4). No product was returned for inspection. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and one related complaint for this product lot was found involving same patient. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain. Instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates screw loosening. The alleged event is non-verifiable with the information provided. A root cause for the complaint could not be determined. The following sections were updated: date of this report, manufacturer, expiration date, UDI: (B)(4), device available for evaluation change "no" to "yes", contact office - name/address, office contact - manufacturing site, follow-up number, follow up type, device evaluated by manufacturer: change "no" to "yes", device manufacture date, evaluation codes, additional narrative. The following sections were corrected: patient identifier.